Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was connected at the time of the alarm. This occurred during drain 9 of 9 of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information ¿ device manufacture date: august 2014. The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of a high drain 109 alarm. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.